Event description:
It was reported that beeping tones were noted from this subcutaneous implantable cardiac defibrillator (s-ICD) and upon interrogation, a battery depletion (bd) code was discovered. The device data was forwarded to boston scientific technical services and it was confirmed that the battery was depleting prematurely. It was recommended that the device should be replaced within 90 days. At this time, the s-ICD remains implanted and in-service. The patient was stable with no adverse effects reported.

Event description:
It was reported that beeping tones were noted from this subcutaneous implantable cardiac defibrillator (s-ICD) and upon interrogation, a battery depletion (bd) code was discovered. The device data was forwarded to boston scientific technical services and it was confirmed that the battery was depleting prematurely. It was recommended that the device should be replaced within 90 days. The physician subsequently explanted and replaced the device to resolve the event and no additional adverse patient effects were reported. The patient elected against signing the consent form for analysis and did not want this device to be returned, therefore, no product return is expected.